Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 2 of 5. The technical service representative (tsr) advised the home patient (hp) air had entered setup. The tsr had the hp recycle the power and system error 2367 alarmed. The tsr had the hp close clamps/transfer set and recycle the power to press go to start. The tsr advised the hp would need to start over with new supplies or use manual supplies to complete therapy. The tsr advised the hp would need to inform peritoneal dialysis registered nurse (pdrn) of system error 2240. The hp would start over with new supplies. The hp will be providing samples for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded, therefore the evaluation could not be performed. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.